Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00 x 32mm synergy shield drug-eluting stent (des) was selected for treatment; however, the stent shaft fractured during delivery. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.